Event description:
During an in-clinic follow-up, post-paced t-wave oversensing and far-field p-wave oversensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.